Event description:
Customer reported to beckman coulter, inc. (Bec) that the cap piercer of the unicel dxc 800 synchron system was leaking fluid after piercing a capped sample. Customer reported the fluid was contained in the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleared pieces of rubber stopper causing an obstruction in the cap piercer drain line 118.

Manufacturer narrative:
(B)(4).